Event description:
It was reported that during an attempted implant, the helix of the lead was unable to be fully retracted. The helix of the lead was retracted by turning once per second, however the tip of the helix was still slightly extended. The stylet was pulled in and out to release the torque, and the distal side of the lead was tapped by a finger and slowly turned another 10 times, however, the tip of the helix was still not completely retracted. The helix was extended again, and retraction was attempted once more, but was unsuccessful after 20 turns. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).